Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. A conclusive cause for the reported difficulties and patient effects cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the guide wire separated during use. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported material separation cannot be determined. The separated portion of the guide wire was left within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the procedure to treat an unknown lesion in the coronary. During the procedure the hi-torque floppy guide wire perforated a vessel and then separated. The vessel affected was then occluded with four coils. The separated portion of the guide wire remains in the patient anatomy. No additional information was provided.